Manufacturer narrative:
H.6. Investigation summary bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that blood leakage occurred from luer adapter during use with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, translated from japanese to english: blood leakage at the tubing side was reported.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leakage occurred from luer adapter during use with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage at the tubing side was reported.